Manufacturer narrative:
The device was returned to the MFR (MFR) and has been analyzed as follows: a 4" loose segment of catheter was returned to the MFR (MFR) for analysis. Visual and microscopic examination of the 4" segment of catheter revealed discoloration compression marks and damage to one end of the catheter. The damaged area appears to be characteristic of "pinch-off sign." The catheter was patent and when pressurized, no leaks were noted. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A lot number was not provided for the device; therefore, a review of the device history record was not possible. Based on the info available and the results of the MFR's analysis of the device, the report that "the device catheter sheared" has been confirmed. Anatomically induced repetitive clavicular compression appears to have cause the damage found during the MFR's analysis of the device. No further details are available. The customer will be notified of the MFR's findings and an article exclusive to "pinch-off sign" will be forwarded to the facility for it's review. The MFR is now closing the file on this event.